Event description:
On (B)(6) 2024 information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. The nurse said that the patient was either incontinent or they couldn't go. They had tried to contact the patient's doctor; however, the office told the nurse to call in. They said they didn't know what to do with the external equipment. Reviewed function of external equipment and gave information for them to contact a manufacturing representative (rep). On (B)(6) 2024 additional information was received from a healthcare professional (hcp). The hcp reported that the patient started showing signs of retention on (B)(6) 2024 so the patient was catheterized. They didn't know if this was a return to baseline symptoms or not as they were not familiar with the patient's health history. The patient stated that they didn't have a controller and the caller was unable to find one in the patient's room. They were going to check with the patient's family as well as check with the manufacturing representative (rep) and hcp about how to get their system checked. On (B)(6) 2024 additional information was received from a manufacturer representative (rep). The rep reported that it was unknown if the patient experienced retention prior to implant and if it was worsened due to the implant. It was also unknown if catheterization was their standard of care prior to the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.